Manufacturer narrative:
Concomitant products: product ID: 3898, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that there was a dysfunction with a stop of the stimulation at the inferior limb level. There was intense stimulation at the ribbing level left and right which was linked to a downward migration of the electrode. There was pain of stimulation at the ribbing level left and right and absence of paresthesia at the lower limb level. Radiography showed migration of the electrode and downward displacement. Interventions included explant on (B)(6) 2015 and positioning of the new electrode. The patient was hospitalized from (B)(6) 2015 to (B)(6) 2015. The issue was resolved. This was a serious event which was not related to the procedure but was related to the device. The event had occurred during normal use.

Manufacturer narrative:
Concomitant: product ID 3877-45, lot# 207547742, explanted: 2015-(B)(6), product type lead. Updated model number and lot number.